Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences. The sensor glucose reading was unknown but the blood glucose was 250mg/dl and the customer indicated that this was high blood glucose for them. The customer treated with a glucagon shot. Customer was not interested in troubleshooting. No further details provided.